Event description:
Reporter alleged when going to a routine doctor appointment, blood glucose measured 309 mg/dl compared to the doctor's measurement of 135 mg/dl. No actions were taken and no treatment was received reportedly as a result. A request was made for the return of the suspect device and replacement product was sent.